Manufacturer narrative:
Because the spacer and endplates could not be returned, a definitive root cause for the misalignment of the spacer could not be determined.

Event description:
Dr. Implanted tsm devices in the l5/s1 and l4/l5 disc spaces on 4/21/25. He used 24 mm length, 6degree endplates (s-pt50-e2406; lot 11861-03). He used a 2mm spacer (s-pt50-a2402; lot 10455-19) in the l4/5 disc space and a 3mm spacer in the l5/s1 disc space. Postoperative images taken at the end of the case showed misalignment of the inferior tsm endplate and the tsm spacer. At a later date, dr. Decided to revise the hardware and completed a revision surgery for this patient on (B)(6) 2025. The tsm cage was removed and replaced with a different interbody. The removed implants were discarded.